Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported re heart alarms on pt system controller. Customer observed pump stoppages on pt history screen. Customer suspects internal driveline fracture and has scheduled pump exchange for monday (B)(6) 2013. A device tracking form was received, which indicated that the pt received a pump exchange on (B)(6) 2013.

Manufacturer narrative:
The device was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.